Event description:
It was reported that there was a potential for thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: light cable stayed on when removed from scope during case (as well as when re-tested post procedure) salesforce case number 09648175 [update - only one cable was involved in this occurrence; the other 3 cables were involved in a different occurrence] the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a light source issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a potential for thermal event.